Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the system failed to start. Review of system log file confirmed the ups malfunction. Upon troubleshooting, it was identified that the issue occurred due to ups controller malfunction. The defective ups controller was returned to philips for further analysis. The analysis confirmed the failure of ups controller and identified power supply defect as the unit shorts out when connected to power and it works only on battery power. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not power on. The system was not in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer visited the site and replaced the failed main power distribution unit. The device was returned to expected functionality.